Event description:
It was reported that stent damage occurred following deployment. The target lesion being treated was located in the moderate to severely calcified and mildly tortuous mid saphenous vein graft (svg). A filterwire embolic protection device was advanced to the svg. A promus element plus stent was then advanced and deployed in the svg. The stent seemed well positioned and well apposed following deployment. The filterwire was then removed and caught the distal end of the stent, causing it to shorten. An unspecified balloon catheter was advanced and post-dilation of the stent was performed and an ivus catheter advanced for imaging. An unspecified stent was then advanced and deployed over the shortened stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).